Event description:
It was reported that during an unknown procedure, the instrument would not accept the reload. A new device was tried and it fit easily. When a new reload was used it worked, however, the blade went partially through the reload and then back, no staples were evident on reload. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Swing tab. The analysis results found that the tcr10 reload was received with the 5 most proximal drivers up and the swing tab detached, making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.